Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the physician feels there is a porosity issue with the bifurcate or a type iii endoleak, fabric. At the patient¿s 30 day follow up, the endoleak has almost completely resolved. The physician is uncertain if what remains is just a type ii endoleak. The patient is being monitored. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of endoleak. Conclusions: endoleak. Unknown cause of endoleak.